Manufacturer narrative:
Additional information was received indicating that the event occurred as part of routine testing.

Manufacturer narrative:
One smiths cadd-legacy 1 pump was returned for analysis. The customer's reported problem regarding delivery accuracy was unable to be duplicated. Three separate delivery accuracy tests were per formed; all of which were within the pump's delivery accuracy manufacturing specifications. No problems were found with the delivery accuracy of the pump.

Event description:
Information was received indicating that a smiths cadd-legacy 1 pump failed to deliver accurately by 6.75 %. There was no reported serious injury to the patient.